Event description:
Heat in right and left foot [skin warm]. Pain in right and left foot [pain in extremity]. Redness in right and left foot [erythema]. Swelling in right and left foot [oedema peripheral]. Case description: spontaneous report received on (B)(6) 2009 from a physician assistant regarding a pt, initials (B)(6). The pt had a history of osteoarthritis. The pt had no history of prior synvisc treatment. The pt received synvisc injections in the right knee on (B)(6) 2009 and a synvisc injection in the left knee on (B)(6) 2009. The reported synvisc lot number was p08065. The pt experienced heat, redness, swelling and pain in his right and left foot which began after the (B)(6) 2009 synvisc injection. The swelling began about one inch above the ankle bone and continued to the pt's toes. Elevation temporarily relieved the swelling a little. Treatment with indomethacin was not successful. The pt was currently on a medrol dose pack and the synvisc injections were discontinued. The physician assistant assessed the events as possibly related to synvisc. As of the date of receipt of this report, the pt had not yet recovered. Additional info was received on (B)(4) 2009 in the form of a qa investigation summary. The production and quality control documentation for lot# p08065, with expiration date (01/2011) was reviewed. The investigation showed that the product met specifications. No associated non-conformance were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
The production and qc documentation for lot # p08065, with exp date (01/2011) was reviewed. The investigation showed that the prod met specifications. No associated non-conformances were noted.